Event description:
Additional information provided from the field indicated surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient thought their right ventricular (rv) lead was not capturing properly so they came into the hospital to get their system checked. The check revealed the rv lead had exhibited multiple low out of range pacing impedance measurements of less than 200 ohms. There was no evidence of loss of capture or oversensing of noise, however, the rv thresholds had slightly increased. The patient may get a new rv lead in the future however for the time being the patient will continue to be monitored and the rv lead remains implanted and in service. No adverse patient effects were reported.